Event description:
Pt with silicone breast implants placed originally approx 15 years ago. S/p multiple revisions. Diagnosed (B)(6) 2016 with breast implant associated anaplastic large cell lymphoma. Original implants were natrelle 20-400ml. In (B)(6) 2015 left breast implant was removed and alloderm and allergan 2400 implant was inserted.